Event description:
It was reported that during cartridge preparation and connector attachment, the caregiver overfilled the cartridge, resulting in a brief insulin leak that stopped after assembly, and the device was monitored for continued leakage. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or therapy and no medical intervention. Investigation included technical review and user education on proper cartridge filling and connection. Investigation of this case revealed user technique related to overfilling leading to transient leakage, with the cartridge and connector appearing undamaged once assembled. It was concluded that the event was attributable to use error rather than a device malfunction, and continued vigilance for leakage was advised.